Event description:
A customer observed codes and negatively biased hdl results on pt samples on the vitros 250 analyzer. The investigation determined that two reagent cartridges were mis-identified on the vitros 250 analyzer. Under these conditions, erroneous results could be obtained which could lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
During the event investigation, the investigation confirmed the slide supply position identified as containing uric contained a crea cartridge and the slide supply position identified as containing dhdl contained a bubc cartridge. The root cause of the event could not be determined however analyzer malfunction was unlikely and user error, as a contributing factor, could not be ruled out. Acceptable results were obtained after cartridges were correctly identified. No repair of the vitros 250 operated was required.